Event description:
Poorly differentiated adenocarcinoma of ge junction. Recently completed all planned treatment (B)(6) 2011. Presented to ER on (B)(6) 2011 after j-tube was dislodged. New j-tube replaced. J-tube study confirmed appropriate placement. Presents again on (B)(6) 2011 to ER with persistent diffuse abdominal pain after j-tube was repositioned, worse since (B)(6) 2011. Abdominal CT showed jejunal perforation at the j-tube placement with extravasation of contrast. Pt taken to operating room for emergent exploratory laparoscopy with possible small bowel resection and jejunal stoma. Jejunal bowel perforation was found on opposite bowel wall of j-tube site. Two jp drains placed to prevent/drain future abscess formation. Pt taken to recovery for observation. This is grade 3 jejunal bowel perforation likely due to traumatic re-insertion of j-tube. It is unexpected and unrelated to his treatment. This event is resolved.